Event description:
Reporter alleged, that he obtained a result of 89 mg/dl on his advantage system before going to the store. Reporter stated, that while at the store he passed out and the emt's were called. Reporter alleged, the emt's obtained a discrepant blood glucose of 89 mg/dl on the advantage system compared back to back with a result of 55 mg/dl on their meter when testing was performed less than 10 mins apart. Reporter stated, he self-treated by eating two pieces of chocolate. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.